Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with a button and strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed during testing. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl and 122 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle test strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl and 122 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.